Manufacturer narrative:
Occupation: health professional (hpro) . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device did not fire. They used another device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a 3.5mm single use loading unit (sulu). Functionally, since the single use loading unit (sulu) was not received a pmv representative sulu was used for functional evaluation. The instrument and the representative sulu were applied to appropriate test media with proper staple formation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.